Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that reloading the software resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when switching from 2d to 3d mode, the system automatically behaves as if the 40cm field of view was selected even when it is not. There was no patient present at the time of the event.